Event description:
As reported by an edwards united kingdom affiliate, during a left subclavian tavr procedure with a 29mm sapien 3 ultra resilia transcatheter heart valve, resistance was noted when advancing the delivery system with the crimped valve through the esheath+. Increased push force was applied, and fluoroscopic imaging revealed a kink in the esheath+. The delivery system was withdrawn without damage, but the valve remained stuck inside the esheath+. Upon removal, the esheath+ exhibited a tear with the valve frame protruding through the expandable portion. A new esheath+ was inserted, and the procedure continued. During removal of the damaged sheath, a subclavian artery rupture occurred. The operator deployed a covered stent to repair the vessel, achieving a good result. The patient was extubated and remained stable post-procedure. The esheath+ and valve were reported to be damaged. Provided imagery shows the valve stuck inside the sheath shaft, and protruding through liner tear. A liner strand is visible at the liner tear.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The devices were returned for evaluation. The returned devices were visually examined, and the following was observed: the valve was stuck at 7 cm from the strain relief. The liner was partially expanded 22cm from the strain relief. The remaining liner was unexpanded. The distal tip was unopened. The sheath shaft was kinked at 18cm from the strain relief. The liner was punctured 8cm in length starting at 3.5cm from the strain relief. There were 3 liner strands. Dimensional testing was done on the sheath, and the liner thickness was measured along the liner puncture. Due to the nature of the puncture, the measurements were taken on one side of the puncture only. All measurements were found to be within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the valve was stuck inside the sheath shaft and protruding through liner tear. A liner strand is visible at the liner torn. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and nonvascular), procedural variables, and use related variability, example technique, user error. These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported event for liner punctured, sheath liner strand, and sheath kinked were confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (steep insertion angles, device manipulation) likely contributed to the events. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with noncoaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief, particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.